Manufacturer narrative:
The lot number was unknown. Therefore, the date of manufacture was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an equipment inspection, it was observed that the cutter device was broken off in the attachment device. It was further reported that the piece of the cutter device was still inside the attachment device. The other piece of the cuter device was disposed of. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.